Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a computerized tomography (CT) scan revealed a graft obstruction proximal to the patient's pump. The patient's pump parameters were within normal limits, but the patient was experiencing elevated lactate dehydrogenase (ldh) from baseline over 1000 u/l which increased the flow rates between 6.5-10 lpm; the patient also had new onsets of heart failure symptoms. There was concern for pump thrombus. The patient was taken into the operating room for an outflow graft revision; the bend relief was opened and biological debris was noted and removed. The patient was closed and there were no adverse events occurred during this revision. The patient later had a pump exchange on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), confirmed the report of suspected thrombus. The report of biological debris between the bend relief and the outflow graft could not be confirmed through this evaluation as no images were submitted for review and the outflow graft was not returned for evaluation. A direct correlation between the device and the reported heart failure symptoms could not conclusively be determined. (B)(6) was returned assembled with the driveline severed approximately 10.5¿ from the pump housing. The distal end was not returned. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was not returned. The sealed outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of (B)(6), a dark red, ring-like thrombus formation was observed surrounding the inlet bearing cup. The laminated structure of the thrombus formation and the observed areas of denaturation indicate that it likely formed over an indeterminate duration while the device was supporting the patient. Examination of the proximal side of the outlet stator revealed a large, pink thrombus situated around the outlet bearing ball and in between the stator blades. Its areas of denaturation suggest that this formation developed over an undetermined period of time while the device was supporting the patient. Although its origin cannot be conclusively determined, the presence of contact marks on the outlet section of the rotor suggests that the deposition was present in the outlet stator for an extended period of time while the device was in operation. Although a specific cause for the development of the observed depositions could not be determined through this evaluation, the depositions could have contributed to the reported elevated lactate dehydrogenase (ldh). Moreover, while a duration of time for which the depositions were present in the pump could not be conclusively determined, they could have created additional resistance on the spinning rotor, potentially contributing to the elevations in power and flow that were confirmed through the evaluation of the submitted log file. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for vad-21209 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists hemolysis and pump thrombosis as adverse events that may be associated with the use of heartmate ii lvas. Section 1 provides an explanation of pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 also outlines indications of pump thrombosis, as well as how to respond to such events, and provides information regarding anticoagulation therapy and the recommended inr range. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.